Manufacturer narrative:
Block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of device failure to cut. It was reported 6/7 complaints of different devices about the same failure. Lot of snares that were used are 37526942 and 36205499.

Event description:
It was reported to boston scientific that a cold snare was used for a polypectomy procedure performed on an unknown date. During the procedure when advancing and retracting, the snare would not respond properly, it did tend to get stuck and the cutting performance was not effective. Unknown how procedure was completed. There were no patient complications reported as a result of this event.